Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the silver metal end of the usb cable was broken. The customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose.